Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited a high out of range measurement of 126 ohms in coil to can configuration. The previous daily measurements was 111 ohms. Continued monitoring was discussed along with increasing the alert threshold at the next in clinic follow-up. No adverse patient effects were reported.